Event description:
It was reported that this pacemaker stored several ventricular tachycardia (vt) episodes, which, resulted in an alert in the remote home monitoring system. Review of the stored episodes noted that this pacemaker exhibited oversensing of noise on the right ventricular (rv) channel, which, resulted in the inappropriate storage of the vt episodes. The noise was felt to be related to electromagnetic interference (emi) associated with a potential procedure. The device was noted to be programmed to vvi 40 at the time of the noise episodes. Further review was recommended. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.